Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had not displayed true colors. It was detected that it had a green vision, not being able to visualize with the real colors. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope had not displayed true colors. It was detected that it had a green vision, not being able to visualize with the real colors. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the fiber bonding in the outer tube area (distal end) was damaged, the cover glass of the insertion section was cracked, and the protector of the video cable section was cut. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image is green (true colors are not displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.